Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One 25+ga (gauge) probe manifold was returned and visually inspected. The sample was turbid in returned condition. No defects were observed. The sample was tested using lab stock posterior components and a calibrated console representing the current software version was used to test the sample. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The correct cut rate was displayed on the console screen. The sample primed and passed (intraocular pressure) iop calibration successfully. The sample passed functionality testing. The root cause of the customer's complaint could not be established since the returned sample met specifications. No contributing factors could be identified that could cause the reported complaint. After the investigation of this complaint, it has been determined that this sample met specifications. Therefore, no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an aspiration tube was found to be bent after replacement of probe in the cover during cataract vitrectomy combination procedure. The procedure was completed. There was no patient harm.